Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was positioned at the appropriate depth. However, after deployment, the valve moved and was too deep. Hemodynamic instability was noted. A second valve was successfully implanted. No additional adverse patient effects were reported.